Event description:
First responders attended to a person who had been electrocuted. The first responders arrived after approximately 10 minutes. The device was connected to the patient but allegedly failed to turn on. A backup AED arrived after approximately 4 minutes and was used to administer a shock to the patient. Paramedics subsequently arrived after approximately 25 minutes and took over treatment of the patient using a manual defibrillator. The patient was not resuscitated. The reporter indicated that the patient's outcome was not related to the alleged problem. This opinion was based on an assessment of the patient's condition.

Manufacturer narrative:
The customer reported they had ordered a new battery for the unit last october due to a low battery indication at that time. The customer has concluded that they must have inadvertently thrown away the new battery and reinstalled the low/dead battery at that time. The battery found in the unit is the same battery that was showing a low battery indication last october. Medtronic evaluated the device. The battery was confirmed to be completely depleted. After installing a new battery, proper operation was observed during functional and performance testing.